Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the master tool manipulator (mtm) to resolve the communication errors 30, 25596, and 25595. In addition the blue fiber cable for the ssc was replaced as it was damaged on both ends of the cable, which caused resistance when inserting it into the ssc port. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported complaint; however, the error was confirmed as having occurred via the field logs. A visual inspection was performed. The mtm arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via the dte and matlab passed. As a precaution, the embedded serializer master board (esmb) pca and main wire harness will be replaced. Failure analysis found no trouble with the mtm. The blue fiber cable that was replaced was a scrap item and was not returned for analysis. A review of the site's complaint history was performed and no other complaint for this system and these errors were identified. No image or video was provided for review. A log review was conducted, which resulted in the following findings: the logs show the customer last used the tenaculum forceps instrument part# 470207-07 lot# s10140626-0013 on (B)(6) 2021 with system (B)(4) and it had 6 uses remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse). Investigation revealed the following possible related system errors: 30/wheel hardware information: mtml rac (rac1) reported that the wheel was hit a maximum number of hw errors, 25596/console rac1 (mtml rac), wheel communication problems, and 25595/mcel armnet (lvds) comm err, essj to rac (suj pot data). Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion or procedure abort. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
During a da vinci-assisted myomectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical service engineer (tse) that the customer was getting an arm 2 recoverable fault. The csr stated the customer was able to recover the error, but then the issue returned on arm 1. The csr reported that the system was docked to the patient and they had a repeated 25596 error on the screen. The tse recommended the customer power cycle the system. The tse reviewed the system logs and determined that the surgeon side console (ssc) 1 (sn# (B)(4)) left master tool manipulator (mtm) remote arm controller (rac) 1 was reporting the communication 30, 25596, and 25595 errors. The tse recommended for the csr to have the customer remove the suspect ssc 1 from the configuration to proceed. The csr opted to remove the suspect ssc from the system configuration all together and not perform the hard power cycle since they had an issue with the ssc last week. The customer then powered the system on, but the universal surgical manipulator¿s (usms) were not able to complete the power on self-test (post). The tse recommended the customer undock the usms so that they could complete the post, but the csr noted that arm 2 had a forceps instrument that was currently grasping the patient's tissue. The tse recommended the customer use the instrument release kit (irk) to release the instrument jaws and to safely remove the instrument. The customer was able to use the irk to release the forceps instrument. Once completed, the customer was able to get the system to complete post, re-dock, and continued with the case using a single ssc instead of a dual ssc configuration. The customer requested a field service engineer (fse) follow up to resolve the issue. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, the robotic coordinator, and obtained the following additional information on 04-oct-2021. The robotic coordinator noted that the system functionality was checked upon powering on the system and no errors were observed. It was confirmed that the issue with the instrument occurred after a system fault. The tenaculum forceps instrument jaws were clamped onto uterine tissue. While in the system faulted state, the robotic coordinator confirmed the instrument release kit (irk) did not present any issues nor had there been any adverse effect to the grasped tissue. The robotic coordinator stated that the tenaculum forceps instrument would not return to isi for evaluation. No procedure video/image was available. The procedure was completed robotically with no patient injury or harm.